Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency room (ER). The physician was inquiring about possible programming solution to the t-wave oversensing (twos) they were seeing on the right ventricular (rv) lead. Reprogramming sensitivity had been completed and the physician was inquiring about other potential programming options. It was noted the patient had a previous cardiac arrest and had now developed heart block. The lead remained in use. Additional information obtained during follow up reported the patient is deceased and died approximately two weeks later. The cause of death was requested and is not available.